Event description:
Customer reported issues with the insulin pump. Customer states that there is a crack near the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Cracked reservoir tube noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, cracked reservoir tube window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.